Event description:
It was reported that a small volume intermate was observed to have particulate matter in the balloon. This was observed during filling. There was no patient involvement. Additional information was requested and is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This lot was manufactured between july 21, 2014 and july 23, 2014. Evaluation summary: the evaluation of the returned device is complete. Visual (with the naked eye) and microscopic inspections were performed and showed no evidence of particulate matter either inside or outside of the reservoir. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted.